Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 213 mg/dl. The customer stated that they received open book image and got the red x mark on the screen. The customer¿s mother tried to replace a new battery and it failed and then tried to put new battery and the insulin pump started beeping with the red x and the open book image on the screen of the insulin pump. The customer was advised to place the insulin pump in storage mode, remove battery and hold the back button until the screen turns off. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.